Event description:
A malfunction was reported on the pump with no notable events occurring before the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted with resetting, and confirmed that the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to call back if any further issues occurred, acknowledging and understanding the instructions given.